Event description:
On 04/27/2000, the surgeon informed the manufacturer's representative of the following: the surgeon did a direct cutdown to the cephalic vein, straightened the j-wire with the straightener. In advancing the j-wire into the vein, the straightener slipped into the vein. As a result, a groin snare was used to assist in backing the straightener out of the vein. It was also stated that if the surgeon could not retrieve the straightener with the groin snare, it would have been very difficult to locate in the vein because it is not radiopaque. The surgeon also stated that the straightener would not have slipped into the vein if it had some type of wing on it. The surgeon has the straightener, but does not feel returning it would be of any use. The pt is fine and the surgeon just wanted to inform the MFR and have this info passed on. The surgeon was informed that since the device/component would not be returned to the MFR for analysis and a lot number was not provided for the device in question, the MFR's investigation of this event would be limited to a trend analysis. No further details were provided.